Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer via a manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins) for multiple back operations. It was reported that the rep met with the patient a day before the report for a physician mode recharge (pmr) and the rep stated that the battery was dead for 2-3 years. The patient noticed they could not communicate with the ins. The pmr was performed and only took one attempt and after 2-3 hours they were not able to get to 25% in order to clear the power on reset (por). The patient went home to finish recharging and she told the rep that she saw the charge complete screen. The patient also stated that she went to bed and when she woke up she could not connect to the device. The rep tried the antenna locate feature on the day of the call, but they could not get no response and they had to do another pmr. It was noted that they had 6 coupling bars when they were recharging. The patient made mentioned that the battery had not been overdischarge prior to the day of the report. The rep also indicated that the patient stopped using the stimulator 2-3 year ago because she was on a medication called levoquin which caused side effects with the nerves in her legs and the stimulator made those effects worse, so the patient turned off the stimulator and did not maintain the battery. Additional information reported that the ins would not hold a charge and was behaving erratically (showing full then dropping to zero). They tried multiple times to charge the ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Event description:
Additional information received from the manufacturer representative (rep) reported that they performed a power on reset (por). The patient was not able to get to 25% after charging for 5-6 hours. They kept randomly getting full charge symbol then would shut off. When turned back on to charge, it would still be in the 0-25% range. The rep was never able to get a response from the clinician programmer (8840). The rep was not able to recover the battery from over discharged. A discussion was made with the physician about the issue but they were unsure of the next steps at the time of this report. The patient wasn't sure if she wanted battery replaced or whole system explanted.